Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on application, the clip crossed over. The procedure was completed with same like device. There were no adverse consequences to the patient.